Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The complaint was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report of a gauze that was found dirty. There was no patient injury or medical intervention. There was patient involvement.